Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4). The reported malfunction was observed during testing. However, the reported problem could not be duplicated. The customer declined repair and the device was returned to the customer labeled not for clinical use. Analysis of reports of this type has not identified an increase in trend.